Event description:
Lack of stability during placement.

Manufacturer narrative:
The batch number was provided with the returned product. The corrected information is provided in this follow up report.

Event description:
Lack of stability during placement. The batch number was provided with the returned product. The corrected information is provided in this follow up report.